Event description:
It was reported that the patient presented with chest pain and acute coronary syndrome. The right coronary artery (rca) was totally occluded. The lesion was wired with a non-abbott guide wire and two 3.0x33mm xience sierra stents were implanted overlapping, without issue. Upon withdrawal of the guide wire, resistance was noted and the proximally implanted stent became deformed and stretched. The patient was transferred to surgery, where coronary artery bypass was performed along with retrieval of the stretched stent. Please see article titled: "case series of iatrogenic coronary stent avulsion: a rare complication with varied management strategies" (case 3) for additional information.

Manufacturer narrative:
Date of event - estimated. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the guide wire interacted with the implanted stent during withdrawal causing the reported device damaged by another, stent stretching and material deformation. The treatment appears to be related to operational context of the procedure as the damaged device was removed through a surgical procedure prolonging the hospital stay. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other two cases referenced in the article are filed under a separate medwatch report. Literature attachment: article title "case series of iatrogenic coronary stent avulsion: a rare complication with varied management strategies" (case 3).